Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, based on the reported information, the difficulty retrieving the filter was likely due to interaction with the newly placed stent preventing advancement of the retrieval catheter. It may be possible that proximal end of the stent was not fully apposed to the vessel wall, or the stent was implanted on a curvature within the vessel causing difficulty advancing the tip of the retrieval catheter through the stent to retrieve the filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a calcified and tortuous lesion in the left carotid artery. After the filtration element was deployed and the lesion was successfully covered with an unknown stent, the retrieval catheter of a 190cm emboshield nav 6 embolic protection system (eps) was attempted to be advance to capture the deployed filter; however, it was noted that the retrieval catheter could not pass the proximal struts of the implanted stent. Therefore, another catheter was attempted to be used to retrieve the filter but was also noted to fail. At this point, the physician decided to drag the deployed filter through a 6fr introducer sheath and the filtration element was removed, completing the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.